Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the sheath adhesive detachment could not be determined, however, the issue is a known inherent risk of the device and was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of a leak. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, chipped/detached bending section sheath adhesive was found, likely due to stress. There was no patient involvement, and no harm was reported as a result of the event.